Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Balloon ruptured and part of it snapped from the catheter and could not be removed: occlusion of a small arterial. Additional information has been requested but not provided by the reporter.

Manufacturer narrative:
MDR# 1820334-2016-00323, submitted on 24may2016, is a duplicate of MDR# 1820334-2015-00829, submitted on 11nov2015. Please reference 1820334-2015-00829 for this information. Cook incorporated is requesting that complaint 1820334-2016-00323 be cancelled. (B)(4).

Event description:
As per (B)(6) notification: balloon ruptured and part of it snapped from the catheter and could not be removed resulting in occlusion of a small arterial. Additional information provided on 10may2016 from the rep indicating that the events 1820334-2016-00323 and 1820334-2015-00829 are the same. In addition, the rep also confirmed the date of event occurred in (B)(6) 2016: during a contralateral approach eia/cfa angioplasty procedure on the (B)(6) year old female patient, the balloon was advanced to the lesion and inflated 8-10 atm when it ruptured circumferentially. The balloon separated from the catheter in two pieces. One was successfully snared and removed, the second caused occlusion of the profunda artery and was not retrievable. The piece of balloon left in the patient was stented over and remains in the patient, as it was not suitable for surgical removal. Additional information provided 04 january 2016 stated that the initial sheath was a 4fr tip and this was then upsized to a 5fr tip for the angioplasty itself. No other sheath was utilized during the angioplasty procedure. When the balloon ruptured it was removed through the sheath. The doctor is unsure exactly when the separation of the balloon pieces occurred. The patient did not require additional procedures nor experience any adverse effects due to this occurrence.